Manufacturer narrative:
Other text: additional information : d5 is unknown. No information has been provided to date. Device evaluation: no lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: corrected information: h6.

Manufacturer narrative:
Other, other text: additional information : d5 is unknown. No information has been provided to date. Device evaluation: no lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4)., corrected data: corrected information: h6

Manufacturer narrative:
Other, other text: additional information provided in h10. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4)., corrected data: corrected information: h6

Event description:
Information received a smiths medical intubation/portex endobronchial tubes malfunctioned. The customer used the product (an endotracheal tube) for the patient for the purpose of removing air from the bronchi during the respiratory surgical operation. After inserting the product into the lung of the patient, when he incised the bronchi, he cut off the tube off by mistake. The customer requested us to confirm whether the entire product including the cut piece was completely collected from the patient by closely checking the product returned to smj. See also the illustration of the product provided by the customer. No patient injury occurred or reported., customer is assessing for foreign body retention in lung tissue.